Manufacturer narrative:
The ge representative conducted an onsite investigation. The nodes were flashed and the filaments were calibrated. The system was tested and operates as intended.

Event description:
The customer reported that the touch screen would not respond and that the system would shut down. No patient injury was reported.